Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece got hot. There was no patient impact.

Manufacturer narrative:
Analysis found seized motor. The hand piece would not run, motor and collet were broken. The pre-repair temperature test could not be performed. The unit will be scrapped. If information is provided in the future, a supplemental report will be issued.